Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. Post procedure the physician informed that the patient had stroke-like symptoms, a computed tomography (CT) scan was performed. The patient was admitted to the hospital. No further information is available at the time of this report. It was further reported that the patient experienced facial droop, tongue deviation, and slurred speech one hour post procedure. There was a known history of previous craniotomy and stroke long prior to this procedure. Within hours of the findings all symptoms were resolved, and the patient was discharged home the same day as the procedure, later that night.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient codes added.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. If additional details become available a supplemental report will be submitted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. Post procedure the physician informed that the patient had stroke-like symptoms, a computed tomography (CT) scan was performed. The patient was admitted to the hospital. No further information is available at the time of this report